Manufacturer narrative:
Investigation summary: received for investigation nine presentation boxes. The actual syringe and filter-pro device, used by the customer at the time of the complaint, was not returned for investigation. Visual inspection of the returned samples did not reveal any defects or anomalies. To verify the issue of possible leakage, 110 returned samples (taken from all boxes) were function tested. A test syringe was partially filled with dye solution. The luer of the syringe was held uppermost while the plunger was pulled back to allow an air pocket to form inside the syringe. While continuing to hold the syringe with luer uppermost, the filter-pro device was seated onto the syringe luer using a push and twist motion to fully seat the components together. The syringe was gently tapped to move all trapped air towards the luer of the syringe. The plunger was slowly advanced upward (toward the zero mark) until the trapped air was displaced through the filter-pro device and the fluid contacted the filter material, sealing off the syringe contents. Results: fifty-four returned samples did not pass the leak test. Within 10 seconds liquid was escaping through one edge of the filter-pro. (Where the housing material meets the filter material). The area of leakage was visually inspected, however due to sample had been used, it could not be stated with confidence either the area was damaged, had a short fill or was not properly sealed. While the allegation was confirmed, the exact problem source for the compromised filter-pros could not be identified with any confidence. No further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions taken accordingly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that blood would leak through the filter pro. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.